Event description:
It was reported that the customer was hospitalized for high blood glucose over 600 mg/dl. Troubleshooting was declined and the father stated that his son's doctor advising him to get a replacement of the insulin pump. Advised the father to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.